Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported alert triggered for ra lead impedance. It was also reported the ra lead exhibited high thresholds.

Manufacturer narrative:
Concomitant medical products: ddmb2d1 ICD, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited high impedance and remains in use. No patient complications have been reported as a result of this event.